Event description:
It was reported that the rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. When testing outside the body, it was noted that the rotawire was detached and trapped in the advancer. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the wire was broken on 135cm from distal to broken section and 195cm from proximal to broken section. Overall length should be 330cm, the broken part has evidence of rotational wear. On the other hand, the device was severely kinked at the proximal and distal section. Dimensional inspection revealed that the overall length was unable to be measured due to the condition of the device. The outer diameter (od) of the distal tip, middle section and proximal section of the device were within specification.

Event description:
It was reported that the rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. When testing outside the body, it was noted that the rotawire was detached and trapped in the advancer. The procedure was completed with another of the same device. No patient complications were reported.